Event description:
Heart cath performed. After the procedure rptr could not walk but a short distance due to increased pain and burning. Later that evening a ultrasound was performed and dr informed it may be a fistula and keep rptr overnight to observe. The next day rptr still could only walk a few feet. Rptr was discharged and told to see a vascular surgeon early in that week. After seeing the dr an ultrasound was performed and showed complete occlusion of the r-femoral artery. An arteriogram was ordered the next day. It showed complete occlusion. Also there was no pulse in leg. Rptr was told this was caused by the perclose device that was used. Ptr had no idea this was used until the evening after the cath and the nurse informed her. The perclose dissected femoral artery. Rptr had to have major surgery. A five inch blood clot was removed and saphenous vein was removed to patch artery. About a week later rptr had to have another surgery to evacuate a big hematoma and have a jp drain put in. Rptr has suffered and is still suffering. Rptr had to quit their job. Also missed a lot of work as well as husband. Kids suffered. Rptr feels this is not right by doing procedure and not letting you know what they are doing. Furthermore, using a procedure that could have killed rptr. Rptr would have chosen the sand bags.